Event description:
It was reported that this lead was an unable to be successfully implanted due to physical damage of the electrode end, placements difficulties and high pacing impedance measurements. This lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break near the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with helix extension/retraction difficulty and over-torque. Analysis concluded that the clinical observations of high pacing impedance and placement difficulties were likely caused by the confirmed fracture. The electrode end damage allegation was not confirmed, the lead tip/helix appear normal.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this lead was an unable to be successfully implanted due to physical damage of the electrode end, placements difficulties and high pacing impedance measurements. This lead was returned. No adverse patient effects were reported.